Event description:
Additional information received from hcp indicating that the cause of the tingling sensation was anxiety. It is unknown if this has been resolved but the hcp clarifies that this issue is not related to dbs therapy or devices.

Manufacturer narrative:
H.11: review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Note that the h.6. Codes have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient stated they had been experiencing a tingling sensation in their system for the past 2-3 months, with the sensation starting in the chest, moving to the upper arms and hands, then gradually down to the torso, legs, and feet. The patient noted that the tingling had been occurring more frequently over the past couple of weeks, happening sporadically but often while lying down, and also occurred the day before during an attempt to charge the implant and again during the call. The patient reported no falls or trauma. The patient was redirected to their healthcare provider for further evaluation. Additional information received from rep indicating root cause of tingling remains unknown. MRI has been scheduled to investigate this issue. Rep confirms that previous ins was replaced due to normal battery depletion.